Event description:
It was reported the patient is experiencing severe discomfort at the ipg site whether the stimulation is on or off. It is also reported the patient has difficulty communicating the ipg with the charger and antenna and was applying extreme pressure causing discomfort. X-rays were done and showed no visual issue with the ipg and impedances were normal. A sjm representative met with the patient and educated the patient regarding a method to charge the ipg without applying extreme pressure to the ipg site. This new method resolved the communication issue with the ipg. The sjm representative reprogrammed the patient and the patient will return home and evaluate the new programs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.